Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation confirmed the device could not alarm, establishing a relationship with the reported event. The root cause was determined as a corrupt alarm file on the devices sd card. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation was showing failure 4100, there was a corrupt alarm file on sd card and the device was not able to generate alarms under expected conditions. No case involved.